Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the battery was replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Ins depleting rapidly was repeated, and caller reported the patient (pt) should only have to be charging about every 7 days and is having to charge about every 0.9-1 days. Caller confirmed that all impedances are within normal range and said that they are all right below 950 ohms. Caller inquired about warranty information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep indicated that the patient is charging more frequently than is expected, charging 1-3 times per day. The recharge interval shows that the ins would be expected to last 1.1 days between charging sessions. The patient was only charging about one time a week with the (B)(6) that was previously implanted.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was premature/abnormal ins depletion. The patient¿s intellis ins requires recharging much too frequently with his current settings. He now needs to recharge more often than he did with his previous restore ins, despite using the same settings (amplitude, pulse width, and rate). Rep compared the expected recharge frequency in the intellis demo mode with his current settings, and the demo indicated a recharge frequency of about once every three days. However, the patient currently has to recharge 1-2 times daily. This discrepancy suggests there may be an issue with the device, and the patient is understandably frustrated. Rep was notified on september 17th about the frequent recharging, however figured it was normal troubleshooting and patient getting use to the new device. After meeting with him on (B)(6) 2024, rep discovered that the recharging frequency was abnormal and did not align with what it should be. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.